Event description:
A reprocessed harmonic instrument was used which failed multiple times during procedure. Had to reset (turn generator off/on) several times. Opened new harmonic instrument which functioned correctly.